Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) was used. The closure device was deployed, but was too distal, so a partial recapture was performed and no pericardial effusion was noted. The closure device was deployed a second time, but failed the tug test. It was then fully recaptured and removed from the patient. There was no effusion noted. A non-bsc pigtail catheter was reinserted into the laa and an effusion was noticed. Pericardiocentesis was performed and 700cc blood was removed and given back to the patient. Once the effusion and patient stabilized, the procedure continued and a 24mm watchman laa closure device was successfully implanted. The patient was given protamine and the drain was left in place. The patient was transferred to the intensive care unit. The drain was removed two days post procedure and the patient went to a step down unit in stable condition. The physician believes the perforation occurred on the full recapture and was not noticed until the pigtail was re-inserted.